Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultramini meter is giving three dashes and error 2 messages. Per the owner's manual, the three dashes indicate that there was no result in memory, such as the first time use of the meter; the error 2 message could be caused by either a used test strip or a problem with the meter. On twenty days later, this medical affairs specialist contacted the pt to obtain/clarify more info. However, the pt provided limited info, as he did not recall much about the incident. The pt usually tests blood glucose 3 to 4 times per day. He takes 40 units of lantus in the morning and glucophage (unspecific dose). The pt has recently had a stroke. After the reported issue began on three days prior to original date at 2pm, the pt was not able to obtain a blood glucose reading. At an unspecified date and time, the pt increased his insulin of nph by 5 units as a result of the reported issue and reportedly had symptoms described as "hot and shaky." The pt ate food and reportedly felt better. It is unclear as to why he increased his insulin dose, and what and when was the last time he ate prior to experiencing the symptoms. The pt currently is not testing his blood glucose and his diabetes medication has changed to lantus (40 units per day) and glucophage (unspecified dose). During troubleshooting, the reported issues (three dashes and error 2) were resolved with training. The pt was accessing the memory when she saw the three dashes. This complaint is being reported because the pt claimed she had symptoms that can be associated with sever hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.